Event description:
During the evaluation, a crack at the root of the spike was discovered. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
During the evaluation, an issue separate from the reported event was discovered, a cracked spike. There has been corrective and preventative action taken relative to this matter, renq-CAPA-0031.